Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited chronic high out of range pacing impedance measurements greater than 2,000 ohms. The pacemaker was routinely explanted and replaced for reported normal battery depletion. The local field representative contacted boston scientific technical services (ts) and inquired about programming daily measurements off for the ra lead. Ts discussed the ability to program daily measurements off. The pacemaker was successfully explanted and replaced. The lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.